Event description:
On (B)(6) 2014, a customer reported an unexpected negative results when testing a patient sample with capture-r ready-screen (3) and capture-ready ID (crrid) on the galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Batch 19014 tested on 24aug2014 using crrs3 lot r463. R463: cell 2 is e positive(homozygous). Negative reactions for all cells, visually negative. Batch 19016 tested on 24aug2014 using crrid lot id225. Id225: the following cells are e positive: 1,3 & 6. Cell 3 is homozygous . Cells 1 & 6 are heterozygous. Negative reactions for all cells, visually negative. Retention product testing confirmed the reactivity of the e antigen on capture-r ready-screen (3), lot r463 and capture-r ready-ID, lot id225 in manual capture. Controls performed as expected and all reagent red cells tested, exhibited the expected reactivity. Our investigation did not identify a potential product deficiency. The customer issue was not reproduced or confirmed.